Event description:
During a tonsillectomy and adenoidectomy procedure, the physician was reportedly utilizing a coblator ii surgery system (serial: (B)(4)). Intra-operative, the physician realized the controller had lost its ablation functionality. An alternate coblator ii surgery system (serial: (B)(4)) was brought into the operating room. Again, while trying to ablate the patient's tissue, the physician found the controller was not functioning. The physician ultimately switched to a bovie pencil to complete the procedure. No patient complications were reported as a result of this event.

Manufacturer narrative:
Reference manufacturer report: 9019871-2012-00027.